Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc adapter defective / damaged when sealing the tube, the heparin cap disintegrated, 1 piece, the defective heparin cap can be returned, and photos are provided. Need to claim, need a complaint reply letter, need a complaint receipt letter.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#5018503): 1) the products of this batch were assembled at intima ii auto line 2 in feb 2025 and packaged at r240 package line in feb 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the prn batches used in this batch of products are 5023493 and 5023495, review the raw material inspection records, no abnormalities. 2. The customer returned 1 photo and 1 sample: 1) the photo shows the separation of the prn base, the latex stopper, and the shrink film. 2) the actual samples consist only of the three components of the separated prn and no other parts of the indwelling needle. The shrinkage of the shrink band is normal indicating that the assembly of the prn is normal. 3. The retained sample of this batch is taken for 45psi leakage test, and the prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing), the tests result is within the product specifications. 4. The separation of the prn components is caused by various factors: raw material factors (including the tension of the sleeve stopper, the degree of shrinkage of the shrink band), the assembly of prn during the production process (including the tension of the sleeve stopper, the degree of shrinkage of the shrink band). The flow rate and pressure during the use of the indwelling needle may also cause the separation of the prn component. 5. In response to the assembly of prn during the production process, the bd factory has implemented process inspection (static tensile strength of prn) in may 2025 to ensure product quality. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The separation of the prn components is caused by various factors. In response to the assembly of prn during the production process, the plant has increased process inspections to ensure product quality. The returned sample consists of the three components of the separated prn (base, latex stopper, and shrink film), the shrinkage of the shrink band is normal indicating that the assembly of the prn is normal. The root cause of the separation of the prn component cannot be determined. The plant will continue to track this issue.